Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered behind the cassette door of the liberty select cycler. The m31 air detected in cassette alarm was received multiple times during fill 3 of 5. No adverse event, serious injury, or required medical intervention was reported. The patient stated that the cycler would not be re-setup and they would not be reverting to manual exchange on the night of the event. No additional information was provided. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered behind the cassette door of the liberty select cycler. The m31 air detected in cassette alarm was received multiple times during fill 3 of 5. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). No adverse event, serious injury, or required medical intervention resulted from the reported issue. Treatment stopped for the night following the fluid leak event. The cycler remains with the patient for continued use. The cycler set was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered behind the cassette door of the liberty select cycler. The m31 air detected in cassette alarm was received multiple times during fill 3 of 5. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). No adverse event, serious injury, or required medical intervention resulted from the reported issue. Treatment stopped for the night following the fluid leak event. The cycler remains with the patient for continued use. The cycler set was not available to be returned to the manufacturer for physical evaluation.